Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal hydromorphone 5.0 mg/ml at 1.4322 mg/day and clonidine 500.0 mcg/ml at 143.22 mcg/day via an implantable pump for multiple back operations and spinal pain. It was reported that the patient went to the emergency room, and interrogation showed a motor stall with no recovery. Logs showed motor stall occurred on (B)(6) 2017 at 22:22. Pump replacement was scheduled for (B)(6) 2017. The issue was not resolved. However, it was noted that the patient¿s status was alive ¿ no injury. The patient denied having an MRI or being around any heavy machinery. The patient¿s weight was unknown. The patient¿s medical history was unavailable/unknown. There were no further complications reported.